Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records/radiographs reviewed by a health care professional. Part and lot identification are necessary for review of device history records, neither were provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown-unknown head-unknown; unknown-unknown stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02952. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip revision approximately 10 years post implantation due to pain, discomfort, metallosis and a pseudotumor. During the procedure, upon entering the capsule, it was noted to have a blackish line consistent with metallosis. The film was removed, which was approximately 8 inches in thickness, consistent with pseudotumor. Attempts have been made and additional information on the reported event is unavailable at this time.